Manufacturer narrative:
Additional information received : it was confirmed that the valiant navion was implanted to treat a type ia endoleak in the previously implanted valiant captivia stent graft. The taa diameter was 68mm. During the intervention procedure, a carotid subclavian bypass on the left with 6 mm ring-reinforced ptfe prosthesis, followed by the implant of the valiant navion and plug closure of the subclavian artery from the brachial left was performed and a non mdt stent was placed at the outlet of the common carotid artery on the left, vascular suture of the brachial artery on the left. It is suspected that the type iiib endoleak in the valiant navion stent graft may have been caused by the stent struts from the previously implanted valiant captivia. Per the physician the cause of the type ia endoleak was probably due to the very narrow landing zone distal to the left subclavian artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft (B)(6) was implanted as a proximal extension during the endovascular treatment of an thoracic aortic dissection. The patient had a valiant captivia stent graft implanted 2 years previously for a thoracic dissection and aneurysm. It was reported approximately 4 years post the implant of the navion graft, follow up CT showed contrast medium exit from the navion graft material, in the sense of a material defect (graft tear). Per the physician the cause of the suspected type iiib endoleak is possibly device related. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received; corelab review of CT imaging from approximately 4 years since the navion implantation identified a type iiib endoleak and stent ring enlargement of +2.9mm on device vnmc3737c182te ( (B)(6) ) . No fracture or stent ring migration were noted. Aortic enlargement of +5.4mm was observed when compared to previous imaging from 2 days after implantation. The maximum aortic diameter was noted to measure 78.9mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.